Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one powerport MRI isp attached to a groshong catheter were received for evaluation. Gross visual, microscopic visual and functional evaluation were performed. The investigation is confirmed for the reported fracture, leak and the identified wear and deformation issue, as a circumferential split were noted approximately 3.9.cm from the distal end of the cath-lock and partial circumferential break was noted approximately 4.6cm from distal end of the cath-lock where leak was also noted. Both surfaces of the partial circumferential break were noted to be rounded and the edges noted to be granular. The identified break is typical of flexural fatigue, which is due to the repetitive, cyclic kinking of the catheter. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: g3, h6 (device, method). H11: h6 (result, conclusion). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that approximately six years post port placement, the device allegedly leaked in subcutaneous tunnel. It was further reported that the catheter allegedly found to be damaged. Reportedly port was removed form the patient and new port was implanted. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that approximately 6 years post port placement, the device allegedly leaked in subcutaneous tunnel. It was further reported that the catheter allegedly found to be damaged. Reportedly port was removed form the patient and new port was implanted. There was no reported patient injury.